Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification is minimal to moderate at leaflet 1 and 2 and moderate at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at both aspects by the greatest point of approximately 1-2mm. Host tissue is minimal to moderate at the stent inflow and the minimal stent outflow. The x-ray demonstrates calcification. Method: = x-ray. The device history record (DHR) review cannot be done until the device is dismantled for the serial number. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A separate request has been made for the serial number, patient history and medications history. No information has been received to date.

Manufacturer narrative:
Device not returned. Serial number is unknown; therefore, the device history record (DHR) review cannot be done. Device is to be returned for evaluation.

Event description:
Reportedly, the device was explanted after approximately 1 year due to calcification. Per the report, severe early calcification of all 3 leaflets and perimount valve less than 1 year post implant, causing severe aortic stenosis requiring reoperation.